Event description:
Patient reported right side rupture confirmed via ultrasound and MRI. Physician confirmed event. The device was explanted and replaced by a non-abbvie device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side rupture confirmed via ultrasound and MRI. Physician confirmed event. The device was explanted and replaced by a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.